Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (myocardial infarction).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca. The fol lowing day experienced a mi. The investigator indicated that the event was unrelated to the study device.